Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues or leaks were observed. Cycler testing was performed and no alarms occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the connection between the final bag (blue clamp) and the homechoice cassette was loose. Renal technical services (rts) assisted the hp to cycle the power to end the therapy session and to remove the cassette. Rts advised the hp to drain with manual supplies and to contact their pd registered nurse about the missed therapy and to get further instructions. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.